Event description:
Customer reportedly received result of hi (greater then 600 mg/dl) on the advantage system and result in the 250's (mg/dl) on a professional meter within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.